Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2012 - sh. No serious injury alleged. Malfunction alleged. Consumer called in stating that the seat in his wheelchair broke. Consumer was unable to provide me with any identifying information for his product. Follow-up call to the consumer yielded no further information. MDR filed.